Event description:
A customer contacted baxter's (B)(4) regarding a low drain volume alarm during initial drain on the homechoice. The last volume infused was 1500 ml; the initial drain volume was 22 ml. During troubleshooting of the alarm, the patient reported there were large air bubbles in the patient line. The baxter representative recommended the patient end therapy and start over with new supplies. The cause of the air was undetermined. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The device is not available for evaluation. A 510(k) number will not be provided in the MDR as the product code is unknown; should the product code be identified at a later date or if additional information becomes available, this information will be provided in a follow-up MDR.

Manufacturer narrative:
(B)(4). This complaint for a low drain volume alarm (with air in line) which occurred during initial drain was not confirmed due to a lack of sample. The cause of the alarm was determined to be air in the patient line. The cause of the air was undetermined. The batch review was not performed because the lot number is unknown. Baxter has received similar reports for the reported problem. The root cause investigation is in progress through (B)(4).